Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr(tin). (B)(4).

Event description:
Customer reported via phone call that thy experienced insulin was squirts out. Customer blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.